Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). A 5.0x40mm sterling balloon was advanced to the lesion and upon the first inflation, the balloon ruptured at 8 atms. The procedure was successfully completed with a different device. No pt complications occurred. The pt's current condition is listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).